Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump had intermittent power and a battery compartment crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/16/2014 -product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was found to have multiple cracks. The returned battery cap threads were found to be damaged; the battery cap was unable to properly secure to the pump. A test battery cap was unable to properly secure to the pump. An intermittent power issue was observed with the returned and test battery caps. No evidence of moisture, damage, or defect was found to the pump¿s internal components. Further testing was unable to be performed due to an intermittent power issue.